Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The boards were reset and the disk was cleaned. The system was tested and operates as intended.

Event description:
The customer reported a problem with the software on the stenoscop system. No pt injury was reported.